Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by ensuring the pump began charging after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and no further assistance was required.